Manufacturer narrative:
(B)(4). Date sent: 03/31/2023 d4: batch # 971a93 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a psee45a device was returned with no apparent damage and a tyvek code psee45a was returned along with the instrument. Additionally, the packaging artwork of the returned device belongs to a psee45a. The event could not be confirmed as the returned device and the batch and lot are correct, and match with the code psee45a. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number x95t3d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 971a93, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label of a device, code psee60a lot: x96313. (Exp. Date: 2025-09-30, certification date: 10/20/2022). The second, third, and fourth photos show a tyvek of a device code psee45a lot: x95t3d. (Exp. Date: 2025-08-31, certification date: 09/09/2022). The fifth photo shows a label of a device, code psee60a lot: x94n1g. (Exp. Date: 2025-02-28, certification date: 03/30/2022). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x96313, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number x95t3d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number x94n1g, and no non-conformances were identified.

Event description:
It was reported that a psee45a stapler was present in a box of stapler echelon psee60a. Two boxes were opened and does not remember in which one the wrong product was present, therefore two psee60a boxes are available for return. No patient consequences reported.